Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional graftmaster is being filed under a separate medwatch report.

Event description:
Additional information: there was resistance with the vessel during advancement of both graftmaster delivery systems.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery (lad), two perforations occurred which required the use of a graftmaster stent. A 3.0 x 19 mm graftmaster stent and a 3.0 x 16 mm graftmaster stent were implanted, but the perforations were not sealed. Dilatation was performed to fully seal the perforations. The patient is doing good. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.